Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a service request from the customer on 01aug2018 stating "preventative maintenance" involving video bronchoscope model eb-1570k, serial number (B)(4) through the pentax medical customer service department. No other information was provided at the time of the report. The colonoscope was returned to pentax medical for evaluation on 07aug2018. On 16aug2018 the pentax service repair technician found an accessory stuck inside the suction arm. Other inspectional findings included: suction function low flow, up/down control knob/lever loose, customer complaint not stated, passed dry/wet leak test, fluid invasion not observed in control body or pve connector, hole in #2 remote control(rc) button cover. The rc button covers, suction connection tube and nipple, insertion s-nipple attaching screw, and o-rings were replaced and the bronchoscope was shipped to the customer on 20aug2018. Pentax medical contacted the facility to gather additional information since the bronchoscope was initially sent in for preventative maintenance. Based on good faith effort responses from the customer on 31aug2018 and 04sep2018, the bronchoscope was sent in for regularly scheduled preventative maintenance on 01aug2018. At that time the customer was unaware of the broken accessory stuck inside the bronchoscope. Based on the pictures provided, the customer stated the stuck accessory appears to be a suction port adapter from the scope. They stated the bronchoscope had not been used with patients since 2017, and during that time only underwent required 30 day reprocessing per customer policy. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.